Event description:
It was reported that in 2003, whilst at home, the pt had unpleasant sensations as soon as the processor was turned on. Even with the minimum volume, the pt had a dizzy sensation. Exchange of the external parts did not alter the situation.